Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of the event is estimated.

Event description:
It was reported the patient's l1 drg lead had migrated. The patient underwent surgical intervention where the lead was replaced with a new one. Reportedly, restoring therapy.